Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic for routine follow-up. The device was interrogated at the beginning, however, the device was then suddenly disconnected from the programmer. Technical services (ts) provided assistance, the programmer was rebooted and re-interrogation of the device failed. A different programmer was used with the same result. Next, a magnet reset was performed and it was unsuccessful the first time, however, the magnet reset was performed a second time and the device was able to be interrogated. The s-ICD device remains in service. The patient was stable during this time and did not experience any adverse effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the field: describe event or problem for more information regarding the specific circumstances of this event.